Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7070838.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient was set for a lead replacement, however, the case was aborted as an infection of a non-device related incision was discovered during the procedure. No product was removed and no product was implanted.